Event description:
A doctor from hospital stated that customer was hospitalized with high bgs for the second time. It was stated that they did not want to take responsibility of troubleshooting and could be something with the device.